Manufacturer narrative:
Product event summary: analysis confirmed the stated reason for return and noted that the battery contacts were visibly contaminated and that the lower housing was cracked near the atrial connector, the ring attachment and one screw were missing and the ring cover attachment was cracked. It was additionally noted that the device passed its self test. The device was cleaned, the lower housing, ring attachment, cover ring attachment and missing screw were replaced. The device passed all tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator was "defective." It was noted that no further details were available. The generator was returned for service. No patient complications have been reported as a result of this event.